Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced high out of range shock impedance on the right ventricular (rv) channel. Code 1005 had been triggered while inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a resolution recommendation. It was noted that additional shocks were delivered but the code did not appear again. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced high out of range shock impedance on the right ventricular (rv) channel. Code 1005 had been triggered while inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a resolution recommendation. It was noted that additional shocks were delivered but the code did not appear again. The device remains in use. No additional adverse patient effects were reported. Additional information indicates that this device had declared explant approximately a month prior to the reported event. Ts recommended the device be replaced, especially since code 1005 was declared. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.